Event description:
It was reported by the patient's family member that the device has been getting "really hot" and the patient "will sweat in the area of [the patient's] device," "you can feel the heat." The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful.